Event description:
Lap chole- " initial clip placement was completed and vessels were ligated by the surgeon. At the end of the case prior to removing trocars, the surgeon took one last loop near the liver and noticed that there were several clips laying on the liver bed open. When the surgeon checked the vessels were he had previously placed the clips, the clips were no longer on the vessels. The clips opened and came off of the vessel and were laying on the liver open. The surgeon later clipped the vessels with additional clips."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.